Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the power on reset was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that an unexplained power-on-reset (por) was seen. Patient stated that the battery was charged, but received por message. It was reported that the manufacturer's representative (rep) cleared the por using the 8840. No interventions were taken. It was reported the issue was resolved at the time of this report. No symptoms reported. No further complications were reported/anticipated.